Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and ovarian cyst ('surgery to remove ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), fatigue ("other injuries/symptoms: fatigue") and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral) and surgery to remove ovarian cyst). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, metrorrhagia, fatigue and ovarian cyst outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, metrorrhagia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2013 received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), other injuries/symptoms: fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: yes (as reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), other injuries/symptoms: fatigue, ovarian cyst were added. Plaintiffs information and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left essure implant almost completely extruded into uterine cavity'), pelvic pain ('pelvic pain female') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), fatigue ("other injuries/symptoms: fatigue") and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopic removal of foreign body ·left essure implant, salpingectomy (bilateral) and surgery to remove ovarian cyst). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, metrorrhagia, fatigue and ovarian cyst outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, metrorrhagia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2013 received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), other injuries/symptoms: fatigue identification and "left essure implant", and consists of multiple toiled portions of metal up to 8.0 cm. Prepostoperative diagnosis: retained foreign body removal date: (B)(6) 2016 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test-not specified. Results- not provided. Ultrasound scan - on (B)(6) 2018: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: mr received. Reporter information added. Event: left essure implant almost completely extruded into uterine cavity added. Based on the available information, are review of our complaint records and other relevant will be conducted; any new and reportable information that becomes available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left essure implant almost completely extruded into uterine cavity'), pelvic pain ('pelvic pain female') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), fatigue ("other injuries/symptoms: fatigue") and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopic removal of foreign body ·left essure implant, salpingectomy (bilateral) and surgery to remove ovarian cyst). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, metrorrhagia, fatigue and ovarian cyst outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, metrorrhagia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013. Received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), other injuries/symptoms: fatigue identification and "left essure implant", and consists of multiple toiled portions of metal up to 8.0 cm. Prepostoperative diagnosis: retained foreign body. Removal date: (B)(6) 2016(as per mr) . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test-not specified. Results- not provided. Ultrasound scan - on (B)(6) 2018: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-nov-2020: quality safety evaluation of ptc. Based on the available information, are review of our complaint records and other relevant was conducted; any new and reportable information that becomes available from our investigation, this will be provided in a supplementary report.